Manufacturer narrative:
The customer was sent a replacement pump. In followup with a medela clinician on (B)(6) 2017, the customer stated she had mastitis and has been on antibiotics prescribed by her physician. In a follow up phone conversion with a medela clinician on (B)(6) 2017, the customer stated she is no longer experiencing symptoms with the new pump. Her mastitis is resolved and she has finished taking the prescription keflex.  It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2017, that she was experiencing low suction with her pump in style advanced starter breastpump. She stated she has mastitis and has called her doctor.